Event description:
It was reported that the atrial lead exhibited loss of capture during implant. The lead was repositioned and loss of capture was noted again. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics. (B)(6).